Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. No external damage was noted. Check syringe plunger sensor was found in the event history log (ehl). The reported problem was confirmed at power up; after checking alarm history, it was noticed the alarm occurred when the plunger head was tight against the pump, one of the flippers was up resting on the ear clip. The cause of the issue is known and is design-related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case and reset the timing plates in the plunger head.

Event description:
It was reported that the pump showed: check plunger sensor. No patient injury was reported.